Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: evolutfx-26; serial #: (B)(6); ubd: 2026-02-08; UDI#: (B)(4) product ID: l-evolutfx-2329; lot #: unknown; ubd: unknown; UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve in a patient with a previous surgical aortic valve replacement, during rapid pacing performed upon valve deployment, the patient's blood pressure dropped. Subsequently, the blood pressure did not recover and the patient was put on pump. A vascular complication was reported as due to the pump cannulas. A femoral cut down was performed and the artery was patched and surgically closed. No additional adverse patient effects were reported.

Event description:
Additional information was received that the delivery catheter system (dcs) did not cause the vascular complication and the pump cannula caused it.

Manufacturer narrative:
Medtronic received additional information that changed the event description and device relatedness of this previously reported event. There is no evidence to suggest the device caused or contributed to a death or serious injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.